Event description:
It was reported that during a hemorrhoidectomy procedure, staples were unformed. Additional suturing was performed. No adverse pt consequence.

Manufacturer narrative:
H4, 6. Info anticipated, but unavailable at this time.